Event description:
Ethicon ligamax 5mm endo clip applier utilized during laparoscopic cholecystectomy. Device was out of clips and on the closure of the applier after the last clip, the device remained clamped to an artery. The physician was not able to manipulate its release. The artery was damaged and the case proceeded to an open abdomen case for repair. Pt was admitted to the hospital. Diagnosis or reasons for use: laparoscopic cholecystectomy.